Manufacturer narrative:
Additional information: event date updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by unstable angina. During the index procedure two resolute onyx des were implanted in the rca. Approximately 3 weeks post procedure the patient suffered gi bleed. Patient was on dapt at the time of the event. The event was treated with medication and blood transfusion. Investigator assessed the event as not related to the index device and possibly related to the anti-platelet medication.